Event description:
It was reported by the customer that a pyxis medstation es system had a failure in door unable to open. The customer reported that the user was able to get the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace pop latch and reseat all the connections. A fiels service engineer truobleshooted and found bottom tower door repeatedly failed. So, replaced pop latch and reseated all the connections. The system functioned as intended.